Event description:
During a knee arthroscopy procedure, it was reported the patient had sustained a first degree burn approximately 2cm in size. It was reported the burn was treated using standard procedure (treatment details were not provided).

Manufacturer narrative:
Since the device was not returned and the lot number was not provided, a complete investigation could not be performed. Two devices, eliminator with integrated cable and atlas controller were used in the same procedure. A second medwatch report will be filed under MDR 2951580-2009-00047 for the atlas controller.